Event description:
It was reported the system would not boot-up. There was no patient involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro pcb functions were tested and the controller was found to be faulty. The controller was on backorder, therefore, the customer chose to use a 3rd party for receipt of the part. It was reported the customer bio med department would complete the repair.